Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The device was simply pulled out from the patient and the procedure was completed with a different mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.